Event description:
It was reported that a patient had a filiform double pigtail ureteral stent set for "a number of months". During the removal of stent, as the doctor was taking it out from the patient´s body, the stent snapped in half. A ureteroscopy was performed, during the same procedure, and the remaining portion of the stent was removed with an extractor. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6) g4 - PMA/510(k) #: preamendment h3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: e4, h6 health effect - impact code (annex f) - information was available at the time our initial report was submitted but inadvertently not included in our initial report. Additional information: d9. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: it was reported that a patient had a filiform double pigtail ureteral stent set for "a number of months". During the removal of stent, as the doctor was taking it out from the patient´s body, the stent snapped in half. A ureteroscopy was performed, during the same procedure, and the remaining portion of the stent was removed with an extractor. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation: reviews of instructions for use (IFU) and quality control procedures, as well as inspection of the returned device were conducted during the investigation. One filiform double pigtail ureteral stent returned without packaging or label. The device was returned in two pieces. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history records could not be completed due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: "do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ the cause of the break was not able to be determined for this incident. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.